Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular lead was unable to capture at .5 milliseconds. The lead remains in use and no action was taken. The patient is a participant in the attain stability quad clinical study. No patient complications have been reported as a result of this event.